Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. The device evaluation found signs of water corrosion on the cable, water damage on the electrical connector, and the charged coupled device. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the image disappeared due to the faulty charged coupled device (ccd) caused by water immersion. It is presumed that the water immersion was caused by the immersion from the broken camera head area. However, the root cause could not be identified. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that there was a loss of image while using the hd camera head. The issue was found during a diagnostic and therapeutic procedure (cystoscopy / biopsies / diathermy). The procedure and the patient's anesthesia were delayed by more or less 5 minutes to wait for a new camera head. The procedure was completed using a similar device. There were no reports of patient harm.